Event description:
It was reported that the customer experienced elevated blood glucose levels (400 mg/dl). The customer called in for assistance to perform a system check. During the call, the customer filled the tubing and was able to see drops coming out of the tubing. The customer declined further troubleshooting.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.